Manufacturer narrative:
Additional information received: the cause of death was attributed to cardiogenic shock. Patient coded in between exchange from cp to 5.5. Got rosc and also the 5.5 in but couldn¿t flow higher than p4. Patient not a candidate for ECMO due to multiple arrests and age. Patient was a bailout from decompensated unprotected left main pci.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella cp device was inserted via right femoral artery access in an 83-year-old male presenting with acute myocardial infarction and cardiogenic shock. The patient underwent coronary angioplasty with percutaneous transluminal coronary angioplasty stent placement and thrombectomy involving the left main, left anterior descending, and left circumflex vessels. The patient was managed with inotropes, vasopressors, and mechanical ventilator support. The impella purge solution consisted of dextrose 5 percent in water with sodium bicarbonate. The patient was reported to be clinically stable prior to administration of integrilin. Following the procedure, a large hematoma was identified at the right groin access site while the patient was in the intensive care unit. The patient required blood transfusion and surgical intervention. Patient decompensated. The impella cp will be conservatively reported for death. Large-bore femoral access and procedural anticoagulation could have contributed to the event; comprehensive review did not identify evidence of a causal relationship with the impella cp device. The patient expired.